Event description:
While performing an epidural, the catheter was sheared off by sharpness of epidural needle. When removed part of catheter was missing. Catheter was left in the pt. No untoward effects to pt.